Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a white residue entered the patients eye during surgery. The patient had to have a second surgery (vitrectomy) to remove the rest of the residue. A questionnaire was received from the surgeon stating the patient was put on a steroid and pressure lowering drop for a week after the initial surgery. The symptoms have resolved according to the surgeon.